Event description:
It was reported that the procedure was to treat a lesion in the distal, mid, and proximal left anterior descending (lad) artery with heavy calcification and moderate tortuosity. The 2.5x38mm xience skypoint stent delivery system (sds) was implanted in the distal lad artery. The second xience skypoint stent, 2.75x38mm, was implanted in the mid lad artery. The third xience skypoint stent, 3.0x28mm, was implanted in the mid to proximal lad artery. All three stents were post dilated using a 2.5x25mm nc trek neo balloon dilatation catheter (bdc) at the distal part of the lesion and a 3.0x25mm nc trek neo bdc at the proximal part of the lesion. Angiogram was used to confirm that the stents were fully apposed. At this time it was noted there was a distal edge dissection on the most distal 2.5x38mm implanted stent. An additional 2.25x18mm xience skypoint stent was attempted to be used to treat the dissection and crossed the proximal segment (3.0x28mm stent) but failed to cross the 2.75x38mm implanted stent and the struts became flared. Further post dilatation was performed for the 3 implanted stents per standard procedure. A wiggle wire was used as a buddy wire and another 2.25x18mm xience skypoint stent was implanted to treat the dissection. Angiogram was used to confirm final results. There was no adverse patient sequelae and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience skypoint everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.na.